Event description:
A (B)(6), female, pt, contacted zoll custome support to report a "battery charger problem" message when she inserted battery pack sn (B)(4) into the charger/modem. The pt was issued a replacement battery pack.

Manufacturer narrative:
Device eval summary: device evaluation of battery pack sn (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, there was corrosion on the pca board inside the battery pack. The cause of the inability to charge and the battery pack faults is the corrosion on the pca board. The cause of the corrosion is liquid contamination. The root cause of the contamination cannot be positively identified but is likely ingress. No adverse event resulted from the defective battery pack. The pt received a replacement battery pack.